Event description:
Routine complaint investigation when a consumer reported receiving a lower blood glucose result of 141 mg/dl when compared to a laboratory result of 326 mg/dl. These values when plotted on a clarke eror grid fall into the "d" zone showing the difference in results to be clinically significant. There was no death, serious injury or mistreatment reported with the event.